Manufacturer narrative:
(B)(4). Should additional relevant information become available,, a supplemental repot will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set started leaking after the blunt tip was removed. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.